Event description:
Customer report that following a lidocaine injection, the needle was observed to be missing from the hub. Using a camera and a light source, the needle was able to be retrieved. No information was received regarding any type of serious injury as a result of this product malfunction.